Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device does not function properly. It is known that this event did not occur during surgery. It is unk if injury or medical intervention occurred. No additional information available.